Event description:
New information received notes that an additional malfunction of telemetry lockout was noted. Corrective programming changes were made to restore bluetooth low energy (ble) telemetry. No additional patient consequences were reported.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented and was unable to connect their implantable cardioverter defibrillator (ICD) via bluetooth, and a failure of bluetooth low energy (ble) telemetry was noted. Intervention to restore the ble telemetry was planned but was not yet performed. No adverse patient consequences were reported.